Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. A service request was opened following this service request. Preventive maintenance was performed. The software was updated. A retrofit was completed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A surgeon reported that during a procedure, a system message displayed during extrusion, which activated the infusion. The surgeon connected a syringe with serum to the cannula to maintain the infusion. The system was rebooted and the cassette was exchanged to proceed with the case. There was a 15 to 20 minute delay. There was no harm to the pt.